Manufacturer narrative:
Corrected data: b5, d5, e1 (initial reporter and email), e2, e3, e4. Updated data: b4, g2, g3, g6, h2, h11 due to character restrictions in block e1 initial reporter : (B)(6).

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) test code failure #14 no he. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during location change, the cardiosave intra-aortic balloon pump (iabp) test code failure #14 no he. There was no patient involvement.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) fault #16 was observed. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: b5. The service report indicates that the malfunction was caused by an operator error. Expired batteries were replaced. The fse performed a full calibration and tested the unit. The iabp was returned to the customer.